Event description:
After a day's use of the biofinity coopervision contact lenses, I started to feel discomfort to point where I did remove the contact initially in the morning. By 6pm on (B)(6)I could barely open my left eye and it was uncontrollably leaking. I noticed a white spot on my eyeball and so I called the (B)(6) ER as the issue was getting worse and spoke with the dr. On call, after sending her pictures and was given an eye drop and told to report to the ER at the institute in as soon as they opened on (B)(6) and she would let them know I was coming and the issue I was having so that I did not have to wait. By the next day my eye was swollen shut and I could not control the leaking from my left eye. After a thorough examination the diagnosis was corneal ulcer as a result of the contact lens and that I was in bad shape at the time of arrival. I had to begin on many many drops immediately and had to see the dr. At least 4 times so far. The contacts were brand new, never opened. I took them directly from the package with clean hands and. I have been a contact wearer for more than 20 yeas and never have had an issue until this particular pack. They are not expired and again never opened prior to (B)(6) 2024. I am recovering but the pain I felt was extreme and the risk of losing my site in my left eye was real and scary, all from a brand new pair of contact lenses that should be sterile.